Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 173 mg/dl at the time of the incident. The customer stated that the reservoir compartment ring is broken. The customer stated that the drive support cap appeared normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, cracked case near the display window corners, minor scratches on the display window noted and missing reservoir tube lip o-ring.